Manufacturer narrative:
Based on the information available, device is end o life (eol) and no work done by philips. The root cause could not be confirmed because the old device is not available for investigation due to a logistical limitation that is preventing the return of the device.

Event description:
It has been reported that the device speakers are not functioning properly.